Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the placement of the central venous catheter, the user of the new product noticed a kink with possible damage to the 18 ga proximal (white) limb approx. 7 mm after the connection in the transparent tube. This was removed and a new central venous catheter was placed." There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Upon further review it was discovered that the component involved in the complaint is not sold in the us; therefore, the initial report submitted on 03apr2026 should be retracted.

Event description:
It was reported that "during the placement of the central venous catheter, the user of the new product noticed a kink with possible damage to the 18 ga proximal (white) limb approx. 7 mm after the connection in the transparent tube. This was removed and a new central venous catheter was placed." There was no patient harm or injury. The patient's current condition is reported as "fine".